Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Fa was able to confirm and reproduce the reported complaint. The medium-large clip applier instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument tip would remain open and would not close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following information: the instrument was inspected prior to use and nothing out of the ordinary was found. The reporter did not know when the incident with the instrument occurred. The clip did not dislodge from the instrument and fall inside patient. The customer was using a medium-large hem-o-lok clip. The customer used a backup instrument to resolve the issue. The reporter did not know the vessel/tissue bundle size or how many times the instrument was used in the procedure.